Event description:
It was reported that the needle of bd ultra-fine¿ 3/10ml insulin syringe was found broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: when the shield was removed, the needle was broken.

Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the needle of bd ultra-fine¿ 3/10ml insulin syringe was found broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: when the shield was removed, the needle was broken.